Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and stent migration occurred. The lesion being treated was located in the severely calcified left anterior descending (lad) artery. The balloon catheter was stuck in the vessel due to calcification. When the doctor tried to remove the balloon catheter, the 3.00x32 mm taxus liberte drug eluting stent migrated into the patient's arm side. The stent was removed with a snare and the procedure was completed with another taxus liberte. Patient status reported as "good".

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was returned without the relevant stent as it had dislodged inside the patient. Solidified blood was present within the entire length of the inflation lumen. The balloon due to deployment had been subjected to positive pressure. Attempts to insert the recommended size guidewire were unsuccessful due to the presence of solidified blood within the entire length of the inflation lumen. A review of the shop floor found that the device met its material, assembly and product specifications at the time of release to distribution. The complaint report states the balloon catheter was stuck in the vessel due to severe calcification and when the doctor tried to remove the balloon catheter the stent migrated, therefore most probable root cause may be handling damage.